Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris smartsite extension set would not prime. The following information was provided by the initial reporter: the extension set would not prime/flush.

Manufacturer narrative:
The following fields were updated due to corrections: d.9. Device available for eval?: no. H.3. Device returned to manuf.?: no. H.6. Investigation summary: no product or photo was returned by the customer. It was reported that the extension set would not prime. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 22003e-07 because a lot number is unknown. Even though no sample/photo was received and failure could not be confirmed, a CAPA (corrective action preventative action) has been initiated to investigate the customer¿s reported failure mode. A trend for this occlusion issue has been identified for this product line, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris smartsite extension set would not prime. The following information was provided by the initial reporter: the extension set would not prime/flush.